Manufacturer narrative:
Correction: remove d9 from previous additional information, as the device was not received. Change h6 impact code from 2199 to 4632.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/12/2024 it was reported by a sales representative via phone that (qty. 6) of an ar-3636h self bunching 1.8 knotless hip fibertak®soft anchor broke while converting the repair suture. All suture anchors were removed from the patient. The case was completed using another ar-3636h self bunching 1.8 knotless hip fibertak®soft anchor from a different lot with ar-1926ps suture anchor, pushlock. There was a case delay of 20 minutes, and no additional anesthesia was administered. This was discovered during a hip arthroscopy labral repair procedure on (B)(6) 2024, with no reported patient harm.